Event description:
Procedure type: unk. According to the reporter: the needles kept "popping" out of the devices. It could not be reported if the needles fell into the cavity. Opened a 3rd device to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4).